Event description:
The company was informed that the patient had a skin flap thinning procedure. The patient developed a skin flap infection following the skin flap thinning procedure. The patient did not receive any medical intervention for the infection since the skin was dead and needed time to heal. The patient continues to be monitored.

Manufacturer narrative:
The pt's infection has reportedly healed and the pt resumed use of the device. However, the pt developed skin irritation at the implant site and the pt was advised not to use the device for 2 months. The pt is being monitored.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The patient has reportedly resumed use of the device. The patient remains implanted. This is the final report.